Event description:
Dade dimension ar instrument has a direct bilirubin method. The method has had bad lots of reagents that do not work on the instrument. Laboratory had notified dade of instrument error codes. Dade would have lab troubleshoot problems related to the instrument. After this problem continued, they realized it was a bad lot of reagent. New reagent was shipped to replace the bad lot of direct bilirubin. The new lot of reagent was also bad for direct bilirubin. Of the 5 lots listed in the memo, 11/5/99, to dade field svc reps, hospital had received three lots that were bad (jm0278, wv0261, ga0204). No notification to the customer was ever made that these reagent lots had a problem.